Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) was unable to review battery data and requested the data to be sent for analysis. The health care professional (hcp) reported that a replacement procedure has been scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) was unable to review battery data and requested the data to be sent for analysis. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported.